Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and fentanyl via an implanted infusion pump. It was reported when the pump was implanted the hcp put dilaudid in the pump and the next day the patient could not walk so patient had to go to the emergency department and was admitted to the hospital for 5 days. It was noted the patient was dehydrated and their body swelled up along with kidney failure. The hcp thought the patient was allergic to dilaudid so the hcp took out the drug and added it fentanyl. The pump follow-up doctor knew about the situation and that the patient had never left the nursing home all these months since the issue began. The caller was redirected to the patient's follow-up doctor.

Event description:
Additional information was received via a consumer / patient representative. It was indicated that the patient went 6 hours pain free with the pump trial so that was why the pump was implanted. However, since the pump implant, the patient has not had any pain relief despite increasing the intrathecal (it) total daily dose of fentanyl for 7 months. It was further noted that they had also at one point supplied the patient with a personal therapy manager (ptm) for extra boluses which never helped the patient, so that was taken away. It was noted that the patient told caller that the pump location "hurts the patient and bumps up against where the patient could never stand it, as the patient has to sit in a wheelchair to eat for a very short time frame and then has to hurry and get in to a recliner because of the pain. The patient was described as having neuropathy really bad and was told by their physician that they could add a second drug to help with that, but nothing has been done about that either. It was further noted that the patient moved wrong and their vertebraes cracked, but was told this could not be taken care of since covid-19 surfaced march 2020. It was I ndicated that the physician knows about the situation, and the patient said they feel like they are "beginning to die". The patient has never left the nursing home all these months since the pump implant. The physician had checked the catheter patency 2.5 months ago and they were told everything was normal and was working just fine with the drug infusion system, but the patient has never had pain relief. It was noted that the physician said they could not increase the it drug too fast, as there could be adverse events associated with doing that, and there were not going to do anything else until (B)(6) 2020.

Manufacturer narrative:
B2 update/correction: the initial report indicated hospitalization in error regarding outcomes attributed to the adverse event. H6 update/correction: the patient codes c4376, c26740, c3399, and c50458 were previously applied in error / are no longer applicable. H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.